Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
The initial MDR should have also stated: it is indicated that the explanted ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain and slow charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The physician did not suspect device malfunction.